Event description:
The manufacturer was informed that a patient who had a mitroflow aortic pericardial valve lxa19 implanted on (B)(6) 2013, due to aortic root aneurysm with aortic regurgitation with connective tissue disorder, developed a progressive aortic stenosis and mitral regurgitation. On (B)(6) 2015, she underwent a re-do sternotomy to replace the mitroflow valve with a 19 mm magna ease. As reported, patient died on (B)(6) 2021 due to systolic heart failure due to diastolic heart failure due to valve (magna ease) dysfunction.